Event description:
Medtronic received a report that the tip end of the pipeline flex stent failed to open properly. The operator performed multiple adjustments with repeated retrievals and redeployment attempts. After the device was removed from the body, damage was observed at the tip end of the stent. The product was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left ophthalmic artery aneurysm with a max diameter of 4.2 mm and a 3.6 mm neck diameter. The landing zone arterial diameter was 3.1 mm distally and 3.9 mm proximally. It was noted the patient's vessel tortuosity was severe. The angiographic result post procedure reported the stent was successfully implanted and the angiographic result was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.